Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a cancer patient on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous or dilated prior to stent implantation. The stricture was reported to be 12 centimeters in length, and was measured with the calibration on the endoscope. During the stenting procedure, the delivery system was passed into the stricture site with the aid of fluoroscopy. It was reported that the stent was fully deployed inside the patient, and was not compressed in any way. After deployment, it was noticed that the stent was longer in size then the physician anticipated. The physician explanted the fully deployed stent from the patient using rat tooth forceps without issue. Post procedure the stent was sterilized and then measured using the calibration on the endoscope. The stent was reported to be greater then 16 centimeters in length. The covering of the stent was reported to be greater then 13 centimeters in length. The physician successfully implanted a second ultraflex esophageal covered stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (medical intervention required), (incorrect size). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous or dilated prior to stent implantation. The stricture was reported to be 12 centimeters in length, and was measured with the calibration on the endoscope. During the stenting procedure, the delivery system was passed into the stricture site with the aid of fluoroscopy. It was reported that the stent was fully deployed inside the patient, and was not compressed in any way. After deployment, it was noticed that the stent was longer in size then the physician anticipated. The physician explanted the fully deployed stent from the patient using rat tooth forceps without issue. Post procedure the stent was sterilized and then measured using the calibration on the endoscope. The stent was reported to be greater then 16 centimeters in length. The covering of the stent was reported to be greater then 13 centimeters in length. The physician successfully implanted a second ultraflex esophageal covered stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination determined that the delivery device and deployed stent were returned for analysis. The stent body was kinked in its mid section and the shaft was also found to be kinked. The stent measured 16cm in length, and the stent cover measured 13cm in length. The measured stent dimensions of the returned device are within specification; therefore device analysis determined that the condition of the returned device was not consistent with the complaint incident. Based on the evaluation conducted, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.